Event description:
A malfunction alarm was reported without any notable events occurring prior. There was no confirmed impact to the customer¿s blood glucose level, as the question whether the level exceeded 500 mg/dl was unknown or declined to answer. Technical support replaced the malfunctioning pump, instructing the customer to use multiple daily injections as backup therapy while waiting for the replacement. The customer was informed about the pump replacement and instructed on returning the pump using a pre-paid label and allowing the battery to deplete before transport.